Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with left sided pain. A review of the device data noted loss of rv capture. The patient was hospitalized, antibiotics were administered, and a surgical revision was performed. Muscle stimulation was also reported. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.